Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada's service department; the customer's report was not duplicated. However was observed in the device log. The device was put through extensive testing including bench handling, power cycling, defib energy selection and discharging stress testing without duplicating the report. The front enclosure was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.